Event description:
After successful implant of a bifurcated device, the pt was sent to recovery. Approximately two hours post implant, the pt had lost pulse in left leg. The limb of the stent graft had kinked/thrombosed. The patient was brought back to the o.r. Where the physician performed an embolectomy of the left iliac. The limb of the stent graft was ballooned, however, due to the pt's anatomy, would not stay opened. The physician decided to place a competitor device inside the endologix device to keep it open. Patient is doing well.

Manufacturer narrative:
Method: review of lot records/work orders, prior reports. No issues were noted.